Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, high impedance, intermittent sensing and loss of capture was observed. The lead was replaced. Patient¿s condition was stable throughout.